Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided, it is likely caused due to use of a high-frequency device without maintaining sufficient distance from the tip. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device inspection that subject device had the distal end burned out. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplement is being submitted to make correction to b3 date.